Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: unknown') and genital haemorrhage ('abnormal bleeding (general),') in an adult female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "palntiff did not undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions"), fatigue ("fatigue"), eosinophilic oesophagitis ("eosinophilic esophagitis"), vaginal haemorrhage ("abnormal vaginal bleeding"), abdominal distension ("bloating"), back pain ("lower back pain") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy (partial)). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, psychological trauma, gastrointestinal disorder and vaginal haemorrhage outcome was unknown, the menorrhagia had resolved and the fatigue, eosinophilic oesophagitis, abdominal distension, back pain and arthralgia had not resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, device dislocation, dysmenorrhoea, eosinophilic oesophagitis, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: in pfs it was reported that essure confirmation test unknown patient receive treatment for pelvic / abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, gi conditions, fatigue, eosinophilic esophagitis. Discrepancy in essure insertion dates : (B)(6) 2008. Discrepancy noted: in current follow up plaintiff claimed that she have not had her essure removed but in previous follow up device removal was reported. Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs received : lot number added. Following events were added ; abnormal bleeding (general), abnormal vaginal bleeding, bloating, lower back pain. Outcome of eoe was changed from unknown to not recovered/not resolved. Reporter information added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: unknown') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions"), fatigue ("fatigue") and eosinophilic oesophagitis ("eosinophilic esophagitis"). The patient was treated with surgery (hysterectomy (partial)). At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, psychological trauma, gastrointestinal disorder, fatigue and eosinophilic oesophagitis outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, eosinophilic oesophagitis, fatigue, gastrointestinal disorder, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: in pfs it was reported that essure confirmation test unknown patient receive treatment for pelvic / abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, gi conditions, fatigue, eosinophilic esophagitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- migration: unknown, pelvic / abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, gi conditions, fatigue, eosinophilic esophagitis. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: unknown') and genital haemorrhage ('abnormal bleeding (general),') in an adult female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "palntiff did not undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions"), fatigue ("fatigue"), eosinophilic oesophagitis ("eosinophilic esophagitis"), vaginal haemorrhage ("abnormal vaginal bleeding"), abdominal distension ("bloating"), back pain ("lower back pain") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy (partial)). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, psychological trauma, gastrointestinal disorder and vaginal haemorrhage outcome was unknown, the menorrhagia had resolved and the fatigue, eosinophilic oesophagitis, abdominal distension, back pain and arthralgia had not resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, device dislocation, dysmenorrhoea, eosinophilic oesophagitis, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: in pfs it was reported that essure confirmation test unknown patient receive treatment for pelvic / abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, gi conditions, fatigue, eosinophilic esophagitis. Discrepancy in essure insertion dates : (B)(6) 2008. Discrepancy noted: in current follow up plaintiff claimed that she have not had her essure removed but in previous follow up device removal was reported. Lot number: 626918, manufacture date: 2008-04, expiration date: 2010-04. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.